Manufacturer narrative:
UDI: (B)(4). The 11cc confidence spinal cement system (product code: 2839-10-000, lot number: htmdhp) was returned to the complaints handling unit (chu). The only part of the system that was returned was the hydraulic pump. There were no immediately observable issues with the pump. Approximately two thirds of its total volume of water had been expended. A small amount of water was visible behind the plunger of the pump. This may have been from the safety valve. The rectus of the pump could be easily connected and disconnected from its mating part. The pump was then tested with a pressure gage to ensure that the correct amount of pressure was being exerted during use. The pumped reached 165 bar before the safety valve engaged. This is within the specification. No pump failure has been identified. There have been no device failures identified in this complaint file. It should be noted that once the relief valve is activated it is normal for sterile water to leak from the proximal end of the pump. It is believed that this is where the water had originated from during use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Just got a report of a confidence cement kit leaking water. No adverse patient results. Reported to me by phone at 11am today. When the system was pressurized the sterile water leaked. Used yesterday at (B)(6) hospital. Vertebroplasty when pressure was added to cement chamber - sterile water leaked out of pump.